Event description:
Report received indicated after a successful stent deployment, there was withdrawal difficulty of the stent delivery system (sds) through the 6f catheter sheath introducer (csi). Therefore, the sds system was removed with the csi as one unit. There was no adverse consequence to the patient.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly with lot number 0410050902 and 0411050490. This review confirmed that subassemblies met all requirements per the applicable mqp as well. This product has been returned for evaluation and testing, however, the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.